Manufacturer narrative:
Investigation summary MDR level b investigation: DHR review - all required challenges and samples were performed and there were no reject activity findings throughout production qn review - no quality notifications were initiated during the production of this batch eura review - a recently identified cause of disengagement difficult is adhesive between the tip and the grip. The risk is acceptable given a moderate severity and low occurrence. Investigation conclusion the defect was not confirmed through the investigation root cause description the cause was not identified during the investigation,

Event description:
It was reported that during use, a bd nexiva¿ closed IV catheter system malfunctioned. ¿it was reported the inner needle of the catheter was unable to be removed from the outer catheter. Once the inner needle finally came loose, it came out quickly resulting in a staff member receiving a needle stick poke.¿ there is no further information reported regarding medical intervention given.

Manufacturer narrative:
Two representative samples were received for evaluation by our quality engineer team. Upon examination, no evidence of damage was observed and all components were present and intact. Functional simulation of disengagement was performed and both units successfully retracted with no resistance. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect of needle retraction failure resulting in a needle stick injury. Since no damages were observed on the provided samples to support manufacturing related issues for the reported defect, a root cause could not be determined for this incident. The occurrence of this type of failure is low and the severity is moderate. No CAPA tasks will be initiated.